Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022 with good results and later reported loss of pain relief therapy. Xray imaging showed that both implanted leads had migrated away from the target nerve, causing the loss of therapy. On (B)(6) 2022 a surgical revision was performed to replace the 8 contact leads with 4 contact tined leads. The implantable pulse generator (ipg) was also replaced during the procedure in order to accommodate the 4 contact tined leads that were introduced.

Manufacturer narrative:
Limited information was made available to nalu for investigation and the explanted system was not returned for further examination. Migration is a known inherent risk of implantable neuromodulation systems and was mitigated by introducing tined leads during revision to further limit the potential for future migration for this patient.